Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device was received. Root cause undetermined. A review of complaint databases did not identify any similar complaints. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune revision - when we came to assemble implant it became apparent that the 40mm sleeve would not fit on a size 3 crs femur. We had to downsize the sleeve to a 35mm to accommodate the assembly. This partially coated implant was then cemented in to the patient.